Manufacturer narrative:
(B)(4). An attempt was made to open again and the lock line was cycled through. It opened to 60 degrees and then five seconds later, it opened to 120 degrees. The clip was unable to be inverted to pull into the left atrium. The clip was stuck under the anterior leaflet. The arm angles could not move. There was no choice but to deploy it on the anterior leaflet and the chord. The procedure was aborted with the functional mitral regurgitation (mr) unchanged at 4+. There were no torn chords and no increase in mr. The patient remained stable throughout the procedure. The patient expired two days after the procedure on 6/27/2014. Medication was given and cardiopulmonary resuscitation was performed. The cause of death is unknown at this time. The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed report, additional information was received that the patient died due to sudden cardiac death. Shortly before midnight, a nurse checked on the patient who was found to be unresponsive. Cardiopulmonary resuscitation was performed, but was unsuccessful. The study physician has now indicated that the patient death is unrelated to the mitraclip device and procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The three implanted clips were returned attached to a piece of explanted mitral valve tissue, and the reported clip delivery system (cds) device was also returned for analysis. The clip was removed from the tissue, and was manually opened; all frictional elements were present and undamaged. The clip was able to open to invert smoothly and without issue. The reported clip difficult to open, clip difficult to close, and clip jumpiness could not be confirmed. The arm positioner was rotated to advance the actuator coupler from within the l-lock assembly; however, the actuator coupler and mandrel were trapped within the dc (delivery catheter) shaft. Additionally, it was noticed that as the arm positioner was being turned, the actuator mandrel was becoming visible form the actuator knob. Upon examination of the actuator knob / crimping cam assembly, it was identified that the release crimper was able to be manually unthreaded. After removing the release crimper, the collet was removed and was observed to be discolored, with a crack in one tine. To test for contributing factors of the clip being caught in chordae and physical resistance while turning the arm positioner, the actuator coupler and actuator mandrel were removed to inspect for bends. After removal of the crimping cam assembly, the actuator mandrel was still observed to be stuck. The extended portion of the dc shaft was exposed, and the dc radiopaque tip ring was removed. Once removed, the distal end of the actuator coupler was visible, and the actuator assembly was subsequently removed. Under the (B)(4) microscope, a bend in the actuator coupler of approximately three degrees was observed 2.6mm from the distal end of the coupler. Additionally, a thirty degree bend was observed approximately 5.5cm from the distal end of the coupler. Potential causes for the reported difficulty in opening or closing the clip, or clip jumpiness resulting in chordae entanglement, can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in opening the clip may be influenced patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. In this case, the information provided in the case details stated that the only challenging anatomy was that the posterior leaflet was restricted. Since the analysis confirmed that the clip was able to actuate smoothly using a proxy shorty catheter, the most probable cause for the reported difficulty opening the clip was likely due to the bend in the actuator coupler. It is possible that there may have been some external force on the device (e.g. Due to the anatomy) during the procedure, such that the actuator coupler became bent. As the clip assembly travels up and down the actuator coupler during actuation, if the coupler bends, actuation may become difficult to impossible. Additional attempts to then open the clip at this point can further put a compressive load on the actuator mandrel and also cause it to bend. Based on the information reviewed and the evaluation of the returned device, the cause for the clip difficult to open / close and clip jumpiness was likely due to the bent actuator coupler; however, a cause for the noted bends in the device could not be definitively identified. The reported physical resistance was likely attributed to procedural conditions as a symptom of the difficulty in opening the clip, causing tension to accumulate in the actuator assembly system. Additionally, based on the information reviewed, the clip caught in the chordae was attributed to procedural conditions associated with the clip suddenly jumping to inversion while attempting to open the clip. There is no evidence of a product quality deficiency. During retuned device analysis, it was identified that the release crimper was able to be manually unthreaded. As part of the manufacturing process, the release crimper is tensioned onto the crimping cam assembly to ensure that the actuator mandrel is securely grasped and can be actuated with the arm positioner. In this case, the clip was able to actuate until the clip was advanced into the left ventricle, resulting in the clip becoming trapped in the chordae; this suggests that the actuator assembly was functional. The evaluation of the returned device additionally identified that the collet was discolored, with a cracked tine. It is likely that prolonged exposure to blood / saline caused the collet to become discolored. The reported information provided noted extensive troubleshooting maneuvers and a buildup of tension in the system during the procedure, which potentially resulted in a cracked collet tine. The crack in the tine likely resulted in the release crimper becoming loose and becoming able to be manually unthreaded. The complaint device was returned and the reported clip difficult to open / close / jumpiness could not be confirmed via product analysis. The reported clip caught in chordae and physical resistance while attempting to open the clip could not be replicated with the original components. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Evaluation summary: although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This mitraclip report is being filed for the clip stuck in chordae and conservatively for death of unknown cause. It was reported that during the procedure in a patient with functional mitral regurgitation grade 4+, the first mitraclip was deployed on both leaflets a2/p2, but as soon as it was deployed, it detached from the anterior leaflet and remains on the posterior leaflet. Other than having a restricted posterior leaflet, there was no challenging patient anatomy. The second mitraclip was deployed without issue, lateral to the first clip. The third mitraclip was intended to be placed medial to the first clip. It was prepared without issue, but after the clip was opened to 60 degrees in the left atrium for perpendicularity, there was a lot of resistance trying to open it. During the attempt to open it past 60 degrees, the clip inverted. The clip delivery system was relocked and then closed for insertion into the ventricle. In the left ventricle the clip would not open to 60 degrees. There was a lot of resistance when trying to open and the catheter shaft was bowing from the tension in trying to open as seen on fluoroscopy. This was pulling the clip more lateral and was interacting with the first clip. The attempt was made to close the clip, but it would not close all the way. This action released the tension and the bowing in the catheter shaft. Another attempt was made to open the clip again and it jumped to an inverted position. At this point, the clip became stuck in the chord. The clip was closed to 60 degrees, but could not close all the way.